Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the difficulty grasping the leaflets and chordal entanglement appear to be related to patient morphology/pathology and procedural conditions. The increased mitral regurgitation (mr) was likely due to the tissue damage that resulted from chordal entanglement. Furthermore, after the clip delivery system (cds) was removed from the anatomy, the echocardiographer noted a pericardial effusion. It is possible that the pericardial effusion occurred when the mitraclip was released from the chordae; however, a definitive cause could not be determined. It should be noted that the reported patient effects of worsening mr, mitral valve injury (tissue damage), and pericardial effusion as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: the chordal rupture was suspected to have occurred during the second grasping attempt with mitraclip ((B)(4)). The clip then became caught in the chordae. Once released from the chordae, the stored pressure caused the undeployed clip to "jump" from the left ventricle into the left atrium. Shortly after the clip jumped, the pericardial effusion was noted. The undeployed clip and clip delivery system were removed from the anatomy. Post procedure, the patients mr increased slightly from 3+.

Manufacturer narrative:
(B)(4). The physician is unsure what caused the pericardial effusion. No other clip was attempted. The patient was stabilized. There was no additional information provided. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system (cds 50608u203) referenced is filed under a separate manufacturing report number.

Event description:
This report is filed due to chordal tissue damage and pericardial effusion, noted during and after the second clip delivery system (cds 50612u159) use. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ with challenging anatomy. The first clip delivery system (cds 50608u203) attempted to grasp the leaflets twice. The failure to grasp was due to difficulty viewing and patient anatomy. During grasping attempts, the cds m knob was possibly over torqued and the cds curved more than 90 degrees. Following, the cds delivery catheter appeared to steer incorrectly in an unanticipated direction. A set (bent) delivery catheter (dc) shaft was noted while in the left ventricle and once retracted into the left atrium. The clip was not implanted and the device was removed without issue. Another cds (cds 50612u159) was advanced to the left atrium. Two grasping attempts were made unsuccessfully due to anatomy. During the third grasping attempt, the clip became caught in the chordae. To free the clip, the clip was inverted and guide catheter was gently moved in the posterior and anterior direction. The m knob was slowly rotated. The clip released from the chordae and "jumped" without any deployment. The mr worsened and the physician suspected chordal damage due to the second clip. The second cds was removed from the anatomy. A small pericardial effusion was then noted, treated with pericardiocentesis.